Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir herniated causing the tubing to kink. A surgical procedure was performed to replace the system. There were no further patient complications.